Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. The device was returned. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the reported details, a polymer- coated guidewire was used during the event.

Event description:
It was reported that after approximately one minute of activation in the anterior tibial artery, the distal end of the recanalization catheter detached and migrated to the dorsalis pedis artery. There was no patient injury reported.